Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels range (221-319 mg/dl) the customer took boluses via the pump to stabilize bg levels. As the customer had changed out supplies a full system check could not be performed. The customer stated that since supplies were changed bg's have become stable.